Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology. The patient has a pacemaker and the intrinsics are sometimes wide. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to t-wave oversensing via reduced intrinsic complexes. The shocks occurred with the sensing vector set to the primary sensing vector. Technical services advised to try a different sensing vector. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology. The patient has a pacemaker and the intrinsics are sometimes wide. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted.